Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (B) (4) is not distributed in the us; however, it is similar to us distributed cypher product (B) (4).

Event description:
During inflation of the stent, the hub cracked.